Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller has increased up to 18ma and patient is not feeling any stimulation. Caller reports leads are implanted in cervical location, top of the lead is c3. Caller conference patient, patient indicated she had a fall back on (B)(6) 2020, landed on the same device, hcp felt a hematoma behind the ins, but x-ray confirmed all connection was good. Patient indicated stimulator has been doing well, until about 2 weeks ago, she started turning stimulation up and up until this past monday where patient do not feel any stimulation. Patient indicated no error message seen on the controller; no recent fall, trauma or medical procedure. Caller reports patient's ins is 70% charged. Patient is programmed using electrode 14/15. Impedance and lead connectivity are all green. Reviewed impedance. Impedance ranging from 500-700 ohms. Electrode impedance: reference 1415: 610 ohms reference 0: electrode 1:470 ohms; 8:430 ohms ¿ 720 ohms reference 1: electrode 0: 470 ohms -790 ohms reference 2: electrode 10: 530 ohms ¿ electrode 7: 840 ohms reference 3: electrode 11:490 ohms ¿ electrode 7: 790 ohms reference 4: electrode 12: 530 ohms ¿ electrode 7: 800 ohms reference 5: electrode 4: 600 ohms ¿ 760 ohms reference 6: electrode 14: 530 ohms ¿ electrode 2: 770 ohms reference 7: electrode 6: 640 ohms ¿ electrode 2: 840 ohms reference 8: electrode 0: 430 ohms ¿ electrode 7: 750 ohms reference 9: electrode 8: 480 ohms ¿ electrode 7: 810 ohms reference 10: electrode 2 and 9: 530 ohms ¿ electrode 7: 810 ohms reference 11: electrode 3: 490 ohms ¿ electrode 7: 790 ohms reference 12: electrode 4: 530 ohms ¿ electrode 7: 790 ohms reference 13: electrode 5: 530 ohms ¿ electrode 7: 750 ohms reference 14: electrode 6: 530 ohms ¿ electrode 2: 750 ohms reference 15 electrode 7:580 ohms ¿ electrode 2: 790 ohms r eprogrammed: using electrode 0/8: 500pw/50hz/16.7ma. Patient felt no stimulation. Oor message seen. Impedance re-assessed with neck flexing back, impedance ranging from 590-730ohmimpedance re-assessed with neck flexing forward, impedance with reference 15: electrode 7: 580ohms ¿ electrode 2: 780 ohms using electrode 10/2: 500pw/50hz. 15.4ma, patient felt no stimulation. Oor message seen using electrode 7/6: 500pw/50hz. 10.1ma, patient felt slight stimulation at the base of the neck. Redirect caller to patient's hcp.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they met with patient on (B)(6) 2021 for a reprogramming session, as she was reporting complete loss of therapy perception. After several changes, rep was unable to get perception. All diagnostic tests of system were normal. I contacted mdt tech services and they talked with the patient, then had me run several more tests, all of which were unsuccessful at determining the cause of loss of therapy. (There should be a report from tech services from that phone call, but I am unable to locate a report number.). Rep notified the hcp of the issue and asked for a diagnostic x-ray of the full system from lead to ins to see if there were any visible issues per the suggestion of tech services. Patient reported falls within the last 4-5 months prior to symptoms of therapy changes/loss. X-rays were performed on (B)(6) 2021 and showed lead migration from c2 epidural space to bottom of c-spine, top of t-spine and outside of epidural space. Rep was notified this morning that the patient¿s system had been explanted and replaced with an abbott system. Issue is resolved.

Event description:
Additional information received. Rep reported patient weight was 219. Cause was not determined. Per the suggestion from tech services, a ¿close x-ray¿ of the system from top of lead to ins will be ordered to look for lead fracture or other visible sign of issues with the system. The x-ray was completed yesterday and results show the lead has migrated out of the epidural space.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.